Event description:
Boston scientific received info that this atrial lead fractured. The device mode was reprogrammed vddr. No adverse pt effects were reported. The atrial lead remains in svc at this time. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.